Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter in two segments was returned for evaluation. On the visual evaluation, segment one contains the y-body and a portion of the catheter, and the second segment contains the remaining portion of the catheter and balloon. There were no other anomalies discovered. No functional testing was performed due to the nature of the complaint. One photo was reviewed. The photo show the balloon catheter within a plastic bag, in which the catheter was noted to be detached in two separate segments. No other anomalies noted. Therefore, investigation confirmed the reported catheter detachment as the catheter returned in two separate detached portions. The reported detachment was also confirmed based on the photo submitted for review. A definitive root cause for the reported catheter detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 12/2024), g3, h6 (method). H11: b5, h6 (device, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the catheter was allegedly broken in half. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation and a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 12/2024.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly broken. The procedure was completed by using another device. There was no patient contact.